Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired due to multi organ system failure (mosf) and not related to the pump. The pt didn't do well following vad implant and had a slow progressive decline in his health. The pt was on inotropes to support him but his organs continued to shut down. After discussing with the family and the pt, the decision was made to withdraw care. An autopsy will be performed and the pump is returning to the MFR for eval.

Manufacturer narrative:
The explanted device was returned to the MFR for analysis. The lvad pump was returned assembled with the percutaneous lead cut approx 15" from the pump housing; the severed portion of the lead was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft and the outflow graft bend relief were returned attached to the pump outlet port. The outflow graft bend relief coller was securely sutured in place. Examination of the disassembled pump's blood-contacting surfaces revealed depositions of clotted and denatured blood. Examination of the disassembled pump revealed depositions of clotted blood throughout the lumen of the sealed inflow conduit that appeared consistent with a low flow state. Similar depositions of clotted blood were found within the sealed outflow graft and the outlet elbow. Eval of the pump's blood-contacting surfaces revealed hard depositions of denatured blood, as well as grainy depositions of clotted blood in the inlet stator, outlet stator, and around the rotor. These depositions also appeared to be the result of a low flow state. The texture of the observed depositions suggests that the explanted pump was treated with a fixation before being returned to the MFR for eval. A cause for the formation of the observed depositions could not be determined through this investigation. A correlation between the observed depositions and the pt's death could not be made based on this eval. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the mfg process and the device functioned as intended. No further info is available. The MFR is closing its file on this event.